Manufacturer narrative:
The manufacturer has requested additional information regarding the incident. A review of the manufacturing documentation found no deviations or non-conformances that would have contributed to the reported complaint. Taking into consideration the evaluation conducted and the details of the complaint, this investigation was assigned the most probable root cause of unknown. Taking into consideration the evaluation conducted and the details of the complaint, this investigation is assigned the most probable root cause of unknown. Review and analysis of all available information fails to indicate a root cause or probable root cause.

Event description:
(B)(6): the nexsite catheter was placed successfully on (B)(6) 2015. Approximately five months later, on (B)(6) 2015, the device was removed because it was "non-functioning". Additional information has been requested but no update has been received to date.